Manufacturer narrative:
On (B)(6) 2018 bme (B)(6) requested part and pricing for the cns elo display. They lost their spare. On (B)(6) 2018, nurse staff called because the cns software closed and indicated an error message stating resolution was unsupported. Cns-6201a (pu-621ra sn: (B)(6)) had a power supply failure for the display monitor. Service requested customer requested part and pricing for the cns elo display. Service performed inquiry determined customer was using an unsupported dell display in place of the required nk display. The dell display did not support the required resolution or touch screen features. This was put in place by the bme at the time of initial call. Customer to try to locate another display to see if it would support the required resolution. Multiple attempts were made to contact the customer as a follow up to the issue, with no response. Investigation result the monitor was put into service on 01/12/14, which is over 4.5 years prior to the reported issue. A review of monitor sap history found no previously reported issue with the unit. A review of cns sap history found no previously reported issues with the display or power supply. If the power supply was not replaced during the monitor's lifetime, this suggests it is over 4 years of age. During this time, factors such as age, use, handling, and power surges can contribute to degradation of the power supply. Per cns-6201a service manual rev. G, customer is advised to perform maintenance check on the unit once every six months. Customer's internal maintenance information is unknown. Condition of the power supply is not known. The part was not returned and no nka evaluation was performed. The power supply is a supporting accessory not a patient monitoring device. The monitor's warranty period ended on 01/12/16. The power supply failed well beyond the warranty period. Based on the given information, this issue is not suspected to be caused by a deficiency of the patient monitoring device.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went out due to a power failure of the monitor.

Manufacturer narrative:
The customer was provided with the part number for the replacement power supply that supplies power to the monitor to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went out due to a power failure of the monitor.